Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device.

Event description:
It was reported that premature battery depletion was suspected. The patient has been in rapid atrial fibrillation with increased electrogram (egm) storage, and the device's battery longevity decreased from 11 years to 4.5 years remaining. It was also noted that the battery consumption is at 142%. A copy of device memory was saved and submitted to boston scientific technical services. Engineering review of device data determined that the pg is depleting normally. The power consumption increased sometime in july due to the onset of persistent atrial arrhythmias. High atrial rates cause the device processor to be activated more frequently than usual. This can impact the device's power consumption. A technical services consultant discussed possible reprogramming options, including switching to a non atrial sensing mode to preserve battery longevity. No adverse patient effects were reported. This device remains implanted.